Event description:
The following was reported to davol by the pt's attorney. In 2004, it is alleged by attorney the pt had two kugel patches (ck) placed into his body after being accidentally shot in the abdomen at a firing range. The implant record from the surgery identifies one kugel patch as 13.8cm x 17.8 and the other as 8cm x 12cm. After the kugel patches were inserted into the pt's body the pt had numerous complications and required multiple physician visits, surgeries and follow up. Reportedly, the pt continued to have severe problems at the site of the abdominal repair associated with the kugel patches and experienced severe abdominal pain in this area as well. On (B)(6) 2008, the pt had 3-4cms of one of the kugel patches removed (unspecified), but the rest remained implanted. After this procedure, it is alleged that the pt continued to have problems associated with the site where the kugel patches were located. On (B)(6) 2010, the pt was informed he had an enteric fistula coming from the hepatic flexure of the colon. On 12/22/2010, the pt had an add'l surgery to remove the mesh, and during this surgery, it was noted the mesh had eroded into the lumen of the colon, causing infection and a colocutaneous fistula. The attorney report alleges ring break, infection, bowel perforation, abscess, add'l medical/surgical treatment, explant, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2011-00123 for info related to the second composix kugel mesh mentioned in the file.